Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn and one haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated a cq2015 collamer three piece lens was torn and one haptic was bent. The lens was not implanted. This is one of two lenses used for this patient - see MFR report# 2023826-2007-01995. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.